Event description:
Customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accu tni) results generated by the synchron lxi 725 clinical system for one patient. Customer obtained accu tni results of 0.90, 0.80, and 0.80ng/ml on three samples from one patient. Negative troponin results were obtained from an alternate methodology. Exact patient results were not supplied. The erroneous results were not reported outside of the laboratory. It is unknown if there was an affect to patient or user with regard to this event.

Manufacturer narrative:
Qc resulted within specifications prior to and after the event. Service was not dispatched for this event. Customer stated that they decided not to send the sample for testing to cpls (customer product line support) and mentioned that they would contact cts (customer technical service) if further assistance was needed. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.